Event description:
It was reported to philips that the system's monitor had a display issue, which can impact imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the e-cath lab exams. The procedure was completed normally. It was reported to philips that the display issue. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found intermittent display artifact. The fse suggested the hospital biomed to replace the dual link dvi transmitter. To resolve the issue, biomed replaced the part dual link dvi transmitter. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed on the same system as planned as the issue did not affect the procedure. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.